Event description:
It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty deflating the balloon. The lesion being treated was in the mid left anterior descending artery (lad). The lesion was predilated with a 2.0 x15 mm maverick balloon. After predilation the physician successfully deployed a taxus express2 8.8% 2.0 x 15 mm drug eluting stent. Upon withdrawal the delivery balloon would not deflate. The physician then decided to deep seat the guide catheter to successfully removed the balloon from the body. There were no pt complications or injury reported. Pt status is reported as "good/satisfactory."